Manufacturer narrative:
H4: the lot was manufactured from march 11, 2020 - march 12, 2020. H10: two (2) actual samples were received for evaluation. During visual inspection along with magnification, no white foreign material was visible. The reported condition was not verified in both samples. However, the fill port caps were visually inspected, and both samples appeared to have minor thread damage to the fill port. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign material was observed in two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (by fill port). This was identified prior to patient use. There was no patient involvement. No additional information is available.